Event description:
Boston scientific crm received information that this right ventricular lead was exhibiting increased impedance measurements and decreased sensing measurements over the past three months. A lead fracture was verified under fluoroscopy. A lead revision was performed and the lead was removed from service and successfully replaced.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.